Event description:
Additional information received indicated the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that high pacing impedance and noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocation testing was performed and the noise and oversensing was reproducible. The physician suspected lead damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. A lead revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.